Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the surgical assistant pulled out the vessel sealer extend (vse) instrument when she was meaning to pull out the suction irrigator instrument. The integrated erbe electrosurgical generator unit (iesu) then generated a message to remove and replace instrument. As a result, the surgeon elected to convert to open surgery. The procedure was converted to open surgery with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical staff was trying to exchange instruments at the time of the event. The jaws of the vse instrument were not holding tissue when it was pulled out. The surgical staff reinstalled the vse instrument, and the surgeon attempted to use it, but it would not move or respond to the surgeon. The surgical staff attempted to reseat the vse instrument multiple times, but the iesu kept generating a remove and replace instrument¿ message. At this point, the surgeon then decided to convert to open surgery. The customer stated that they did not have any system or other instrument issues prior to the conversion. The customer reported that the open procedure went well. It was confirmed there was no patient harm, injury or adverse outcome. There is no video recording of the procedure. No additional patient-related information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. No physical damage was observed at the wrist assembly. Manual input of the grip open/close lever exhibit proper motion at the grip tips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The knife cut cleanly through test strip paper. The knife edges were not damaged. Cut test passed. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in house testing or from the logs.